Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume intermate detached from the top of the device. This occurred before use. The device was filled with 1000 mg of amikacin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured may 2, 2016 ¿ may 3, 2016. One actual intermate unit was received for evaluation. A visual inspection on the unit via the naked eye noted the tubing has been broken off at the solvent bonded junction of the stress member. Portion of the broken tubing still remained inside the solvent bonded area of the stress member. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.